Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with tfn and helical blade on (B)(6) 2013. Follow up exam on unknown date revealed that the helical blade had cut out of the femoral head. Patient was asymptomatic of pain. On (B)(6) 2013 patient was returned to the or for revision of the trochanteric fixation nail (tfn) construct. Nail, blade and locking screw were removed. Patient was revised to endoprosthesis. Patient status/outcome was reportedly good. This report is for an unknown locking screw. This is report 3 of 3 for complaint (B)(4).